Event description:
It was reported that "the patient had "thor" implanted for a l5-s1 alif. Months past the surgery the s1 screws broke. The patient is fused and is not experiencing any pain or discomfort from the incident. Surgeon most likely will not take out the plate or the screws. S1 screws broke: 2, (B)(4) 6.0 x 31 standard screws".

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation. The other thor screw referenced in the event description was reported with report # 9617544-2012-00416.